Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. The analyst noted that the s tylet insertion was performed, result was passed. The stylet passed through the coil lumen to the distal end of the lead without obstruction.

Event description:
It was reported that during the implant procedure the physician was having placement difficulty in positioning the lead. It was noted that the physician had difficulty removing and inserting stylets in attempts to position the lead. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.